Event description:
It was reported that the stent moved on balloon. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, resistance was felt inside the guiding catheter and the stent was unable to cross the lesion. After removal, the stent struts were found to be lifted. Furthermore, the stent came off the balloon when it was touched even when no force was applied. The procedure was completed with another of same device. There were no patient complications reported.